Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my right side was almost entirely in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), faeces hard ("4 days to pass a stool / still having a hard time with it") and pelvic pain ("pain"). The patient was treated with dulcolax and surgery (total hysterectomy). Essure was removed. At the time of the report, the faeces hard and pelvic pain outcome was unknown. The reporter considered device expulsion, faeces hard and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : device expulsion, hard stools, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event "hysterectomy" was removed, new event "device expulsion" was added and "hysterectomy" was added as its non drug treatment surgery. New event "pain" was added. Data of patient's birth was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my right side was almost entirely in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), faeces hard ("4 days to pass a stool / still having a hard time with it") and pelvic pain ("pain"). The patient was treated with dulcolax and surgery (total hysterectomy). Essure was removed. At the time of the report, the faeces hard and pelvic pain outcome was unknown. The reporter considered device expulsion, faeces hard and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : device expulsion, hard stools, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced faeces hard ("4 days to pass a stool / still having a hard time with it"). The patient was treated with dulcolax and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and faeces hard outcome was unknown. The reporter considered faeces hard and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and faeces hard. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.